Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and two firing trigger teeth were found. No functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. The batch history records were reviewed with no anomailies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colostomy procedure, the device would not fire. Changed to a blue cartridge and it just stapled and did not cut. Changed the reload again and it would not cut or staple. Got a new one to complete the procedure. There was no patient consequence.